Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this device exhibited possible premature battery depletion as the device implanted in (B)(6) 2018 showed less then 3 months battery remaining most recently. The device was planned to be explanted and returned. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited possible premature battery depletion as the device implanted on (B)(6) 2018 showed less then 3 months battery remaining most recently. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and is expected to be returned. Should additional information become available this investigation will be updated.